Event description:
Customer states: blue tubes are not always filling properly; ref # 454334 - for the blue tops- are nt filling as they should.

Manufacturer narrative:
(B)(4). A date of the event could not be obtained from the customer. No samples were received for evaluation. No customer pictures were received. No batch numbers were provided by the customer. No further information or clarification was received from the customer. Unfortunately, without basic information, a thorough investigation is not possible. The cause of the event cannot be determined.